Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges leakage occurs from the headset due to the cannula becoming stuck on the adhesive when attempting to apply the head set manually. No adverse event reported. Alleged cannulas have been discarded.